Event description:
It was reported that during implant high impedance and no capture for the right ventricular lead was observed after initially connecting to the device. The physician did a tug test and felt that the lead was properly seated. Good numbers were obtained when the lead was hooked back up to the analyzer. Re-insertion of the lead into the device then gave good numbers, however due to physician concerns about the header the device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.